Event description:
It was reported the device treatment test failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. The complaint investigation revealed that the reported issue of 'xl+ treatment test failed' with the heartstart xl+ was normal and not indicative of a problem with the device after performing a self-check. Based on the available information and the conducted testing, there is actually no issue with the device, as it is normal after performing self-checks. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.